Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected low battery alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Pump also received with severely scratched lcd window.

Event description:
It was reported that they had to change battery 2 times a week on the insulin pump. The customer's blood glucose level was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.